Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the cable was frayed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation. The internal conductor wires were exposed. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.